Event description:
Related manufacturer reference number: 2017865-2023-73064 it was reported a patient's right ventricular (rv) lead presented with a fracture. The rv lead was capped and replaced in a procedure on (B)(6)2023. The pacemaker was explanted and replaced in the same procedure for an unreported indication. Post-procedure the patient status was unknown.